Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on the right atrial (ra) lead. Ventricular undersensing was also noted on the right ventricular (rv) lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.